Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that pump date was incorrect, cause was unknown. Customer declined further troubleshooting from tandem technical support regarding pump date issue. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for the battery issue; however, no response was received. The customer's blood glucose level was 170 mg/dl.